Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record for sn (B)(4) was performed from 01/03/2019 to 08/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.